Event description:
During a coroanry stent procedure, the physician was attempting to primary stent a circumflex lesion. The delivery/stent device was retracted back into the guide catheter, and removed without incident. Upon removal the stent appeared to be loose on the delivery device. Another manufacturer's stent was used to successfully complete the procedure. No patient injury or complications occurred.